Event description:
On 07/06: customer reports the table movement failed during a patient procedure. Physician completed the procedure without the tilt motion. Customer did not provide patient or procedural information other than to say procedure was completed, no reported injury.

Manufacturer narrative:
Customer called service, at which time the facility biomed cancelled the call for service. Facility indicates the system in this room was being replaced.